Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) identified that the sample idler pulley had broken. It is unknown when the breakage had occurred. The sample idler pulley and motor belt were replaced. The instrument was returned into service after the completion of the necessary repairs. Although hardware was likely a contributing factor, a definitive root cause has not been determined to date. Mdrs associated with this event: 2122870-2011-03071; 2122870-2011-03072; 2122870-2011-03073; 2122870-2011-03074; 2122870-2011-03075; 2122870-2011-03076; 2122870-2011-03077; 2122870-2011-03078; 2122870-2011-03079; 2122870-2011-03080; 2122870-2011-03081; 2122870-2011-03082; 2122870-2011-03083; 2122870-2011-03084.

Event description:
The customer reported that an erroneous and/or imprecise folate, br monitor, alpha-fetoprotein (afp), ov monitor, ferritin or vitamin b12 (vit b12) result was generated from a unicel dxl800 access immunoassay system for fourteen patient samples on (B)(6) 2011. This is report two of fourteen and represents the first erroneous vit b12 patient result generated for a patient sample on (B)(6) 2011. The instrument generated multiple error messages that cause the customer to perform repeat testing of previously generated patient results. Upon repeat testing, a previously reported initial vit b12 result below the normal reference range recovered at a higher value within the normal reference range. Information provided by the beckman coulter inc. Field service engineer suggests that the patient may have received treatment based upon the initial, questionable result. Although it is unknown as to what, if any, medical treatment was initiated based upon the vit b12 results, for the purposes of this report it is assumed that modification to patient treatment occurred. The sample was collected in a 13 x 75 mm serum tube. All levels of instrument vit b12 quality control results recovered within customer established specifications during the timeframe of this event. Prior to the event, the instrument generated a "pump piston excessive slippage" error, however the customer was able to initialize the system and continue to operate the instrument. The instrument subsequently generated a number of "aspiration monitor detected possible obstruction- sample pump" errors. No specific patient information was provided by the customer.